Event description:
The surgeon attempted to implant an aa4204vf silicone lens, and a capsular tear was noticed after the lens was implanted. Lens was removed and vitrectomy was performed, replaced with 3-piece lens. Patient's prognosis is good. No patient injury.